Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 23/apr/2018, 23/jul/2018, 15/oct/2018, and 22/jan/2019. The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device analysis results: visual analysis of the returned device identified weight to the specification, deformation and yellow particles. The device was observed to be cloudy after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The reason for reoperation: capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional left side "capsular contracture," baker grade IV. The device has been explanted.